Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that catheter breaks, so dialysis cannot be done and became infected within 2-3 days.